Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID z-1813-2024 and consisted of a field safety notice 2023-cc-src-039. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A bipap a40 proefl ventilator was returned to a third-party service center in reference to the voluntary field safety notice notification related to a ventilator inoperative condition in bipap mechanical ventilator devices. There was no harm or injury reported. Review of the device error log indicate ventilator inoperative error code e-50 indicating the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. The device has been rendered inoperable and disposed of without repair in accordance with philips field change order (B)(4). The device will be included in the fsn 2023-cc-src-039.